Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen concentration and dose not reported. The indication for use was intractable spasticity. The healthcare provider reported that an itb (intrathecal baclofen) patient who is cared for 24 hours a day experienced an itb (intrathecal baclofen) overdose. On (B)(6) 2016 there was a routine change made/ pump replacement 1 week prior to the patient¿s od (overdose) issues. The patient lived 3 hours from their local follow-up so the patient went to the hospital ed (emergency department) with the over dose symptoms and was then admitted on (B)(6) 2016 @ 2pm and treated for intrathecal baclofen overdose but 26 hours had elapsed to adjust the pump from the time the patient presented at the ed with the overdose to on (B)(6) 2016 after 4 pm when the patient¿s follow up physician decreased the intrathecal baclofen dose. Per the healthcare provider the intrathecal baclofen dose was adjusted 2 times down to ¿299¿ and what the patient was discharged with for a dose. The healthcare provider also stated that the patient received a dopamine drip and o2 due to hypoxic episodes in the ed (emergency department) on (B)(6) 2016. The patient was also confused and delirious so the patient went by ambulance to the hospital. The healthcare provider not know what the original intrathecal baclofen dose was prior to the patient¿s symptoms

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.